Event description:
Note: this report pertains to one of devices that occurred during the same procedure. Refer to associated manufacturer report# 3005099803-2008-3543 for a description of the other event. It was reported to boston scientific corporation in 2007, that a mardis variable length ureteral stent set was used during a cystoscopy retrograde pyleogram stent insertion procedure performed in 2007, (female patient; age and weight are unknown). According to the complainant, "the stents are calcifying in the patient, the stent is stuck and it hardens and imbeds itself in the wall. The stents were removed with laser lithotripsy." There is no information available as the result of this procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
The device has not been returned. The device evaluation has not been performed; the cause of the reported malfunction is undetermined. The device history record for this lot was reviewed; no anomalies were noted.